Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient disconnecting their driveline from the system controller, serial number (B)(6), in response to a routine low voltage alarm was confirmed via the log files. The provided log file from this controller contained data spanning approximately 10 days (22oct2023 ¿ 01nov2023 per timestamp). At the beginning of the log file on 22oct2023 at 21:21:01, the patient¿s pump speed was observed to be 0 rpm, and the onset of the stoppage was unable to be observed. However, a low voltage advisory alarm was active at this time due to the voltage being below the alarm threshold within the black power cable, indicative of a low-charged battery, indicating that the patient may have disconnected the driveline in response to this low voltage alarm. The driveline was connected during this event, indicating that the driveline had been recently reconnected around this time. The pump ramped back up to speeds above the low speed limit within approximately 3 seconds. Within the same minute at 21:21:30, the patient¿s driveline was observed to have been disconnected while the low voltage advisory alarm remained active, stopping the pump again. Data observed in the pump log file, as well as in the log files extracted from the backup controller (serial number (B)(6)) indicate that the patient connected to their backup controller around this time. The driveline was disconnected from the backup controller and was reconnected to controller (B)(6) approximately ~2 minutes later, and the pump resumed speeds above the low speed limit. The routine low voltage advisory alarm then resolved after the patient performed a power source exchange. The system controller was not returned for analysis. Per additional information, no patient consequences occurred as a result of the driveline disconnections, and the controller was ultimately not exchanged. The root cause of the reported event was determined to have been user error in disconnecting the driveline from the system controller in a manner that was not appropriate nor recommended per the recommended labeling. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 2 ¿how your heart pump works¿) instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with low voltage conditions. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had performed a system controller exchange. The log files attached were from the patient's new current system controller, which previously was their backup controller. Log file review revealed a few strings of low power advisory alarms while tethered on batteries due to depleted batteries in-use / normal battery depletion. Additional information received state that the system controller was not exchanged, and that the log files were sent for the backup controller on 02nov2023, which contained no data. It was stated that the patient disconnected their driveline after a low voltage alarm and reconnected their driveline to the same primary controller. The patient didn't experience any adverse consequences. Review of the event log file for system controller hsc-089294 stated that it began on 22oct2023 at 21:21 with the pump at 0 rpm and with low voltage advisory alarm due to the voltage / relative state of charge (rsoc) only in the black power cable being below the advisory alarm threshold (the white cable was connected to the mobile power unit (mpu), the black power cable appeared to be connected to a low-power battery). The onset of this stoppage was not observable in the event or periodic data, and the pump ramped back up to speeds above the low speed limit within roughly 3 seconds. Within the same minute of the pump ramping back up to speeds above the low speed limit, the driveline was observed to be disconnected, stopping the pump again. The driveline was reconnected approximately 1-2 minutes later, and the pump ramped back up to speeds above the low speed limit again within roughly 4 seconds. A low voltage advisory alarm was still active due to the low amount of voltage in the black power cable. The patient disconnected the black cable, then connected it to the mpu, resolving all alarms, and no further atypical events were observed. The provided event log file from controller hsc-068764 showed that the controller appeared to have been put into use on 22oct2023 at 20:15, and the driveline was disconnected approximately 2 minutes later at 22:17. The controller was powered back on and off a few times on 01nov2023, but was not in patient use at these times. The periodic log file from system controller hsc-089294 also showed the controller was in patient use as early as (B)(6) 2023 at 2:04, which was before hsc-068764 was put into use. Due to the nature of the periodic data, recording events at approximately 1 hour intervals, atypical events were unable to be viewed within the periodic data.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.